Manufacturer narrative:
(B)(4). The field representative provided the technical services and engineering reviews to the physician, to determine if the system should be revised or if the device should be upgraded to the newer model with smart pass. Also, a request was made for the field representative to obtain more information about the patient's traffic accident, but no details about the accident were shared with the field representative. It was reported additional troubleshooting was performed; the physician planned to replace the device with a newer model and to possibly reposition the electrode. This report will be updated when additional information is received. It was later reported that the device was explanted and replaced with the newer model with the smart pass feature. During the procedure, the electrode was difficult to remove for repositioning and was instead explanted and replaced. The explanted products were returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The sensing vector was reprogrammed from alternate to secondary. The device remains in service. No adverse patient effects were reported. Boston scientific received additional information. This patient was seen for a follow up in (B)(6) 2017, and device interrogation revealed the patient had received more inappropriate shocks in (B)(6) 2016. The field representative noted an inappropriate shock probably caused the patient's traffic accident in (B)(6). However, no details about the accident were provided. No changes were made to the device at this follow-up, the physician adjusted the patient's beta blockers and the patient will return to the clinic on a later date. The device data was submitted to technical services for review. Treated episode 14 occurred on (B)(6) and p-wave oversensing caused double counting resulting in the inappropriate shock. An untreated episode occurred on (B)(6) with the same oversensing noted. Another inappropriate shock was delivered (B)(6), also due to p-wave oversensing. The shock impedance was normal in both treated episodes. The episodes were then submitted to engineering for simulation with the smart pass feature, to see if the oversensing could be mitigated and the inappropriate shocks avoided. Engineering review confirmed that the smart pass filter (not available in this model) would have prevented the p-wave oversensing and inappropriate shocks. There was some concern with smart pass disabling should the r-wave amplitudes become too small. During the episodes, there was some fairly large amplitude variation in the r-waves, likely due to posture changes. A new screening could be considered to see if repositioning the device or electrode would result in larger r-waves. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The field representative provided the technical services and engineering reviews to the physician, to determine if the system should be revised or if the device should be upgraded to the newer model with smart pass. Also, a request was made for the field representative to obtain more information about the patient's traffic accident, but no details about the accident were shared with the field representative. It was reported additional troubleshooting was performed; the physician planned to replace the device with a newer model and to possibly reposition the electrode. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The sensing vector was reprogrammed from alternate to secondary. The device remains in service. No adverse patient effects were reported. Boston scientific received additional information. This patient was seen for a follow up in (B)(6) 2017, and device interrogation revealed the patient had received more inappropriate shocks in (B)(6) 2016. The field representative noted an inappropriate shock probably caused the patient's traffic accident in august. However, no details about the accident were provided. No changes were made to the device at this follow up, the physician adjusted the patient's beta blockers and the patient will return to the clinic on a later date. The device data was submitted to technical services for review. Treated episode 14 occurred on (B)(6) and p-wave oversensing caused double counting resulting in the inappropriate shock. An untreated episode occurred on (B)(6) with the same oversensing noted. Another inappropriate shock was delivered (B)(6), also due to p-wave oversensing. The shock impedance was normal in both treated episodes. The episodes were then submitted to engineering for simulation with the smart pass feature, to see if the oversensing could be mitigated and the inappropriate shocks avoided. Engineering review confirmed that the smart pass filter (not available in this model) would have prevented the p-wave oversensing and inappropriate shocks. There was some concern with smart pass disabling should the r-wave amplitudes become too small. During the episodes, there was some fairly large amplitude variation in the r-waves, likely due to posture changes. A new screening could be considered to see if repositioning the device or electrode would result in larger r-waves. No adverse patient effects were reported.